Event description:
Ous MDR - the patient had an hematoma at the ICD pocket. The hematoma is treated by cooling and pressure and is well healed without problems. All available information suggests this device remains implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.